Event description:
Info concerning this event was extracted from multiple discussions with the participants treating physician. The participant was admitted to an acute care hospital on (B) (6) 2010, and the sponsor was informed of the hospitalization on (B) (6) 2010 via family members of the participant. The participant was admitted with a high grade fever of 104f raising suspicion for a reoccurrence of an earlier treated urinary tract infection. The participant was noted to be tachycardic and his white blood cell count was 28 on admission. Intravenous zosyn and vancomycin were commenced empirically with the suspect of reoccurrence of his previously treated klebsiella uti. A foley catheter was inserted, yielding purulent urine. A blood and urine culture performed grew klebsiella pneumonia. The participant continued to be treated with IV zosyn and amikacin as per the internal medicine and infectious disease. The diagnosis is klebsiella pneumonia uti and sepsis. The pt's fever improved with a temperature of 100.58f on (B) (6) 2010 and his wbc count has dropped to 14 on (B) (6) 2010. Neurologically, he was initially not very responsive on admission but has improved with present treatment regimen and is reported as responsive and communicating with gestures and at his baseline according to the team treating him. On (B) (6) 2010, the participant had a reoccurrence of fever, with an increase in wbc to 15. Blood and urine cultures were negative and a chest x-ray was clear. Neurologically the medical team managing the pt did not feel the neurological status changed; as the pt continued to communicate with gestures. The medical team did not think that the fevers are related to his vp shunt or dbs system. The participant is undergoing further work-up for the fevers. The participant is planned to have an endocardiogram to rule out endocarditic. The medical team were also going to obtain a brain CT with contrast, and possibly a vp shunt tap to obtain csf culture if the fevers persist without a source. In the meantime, the participants IV antibiotic regimen has been changed to zosyn, amikacin, and imipenem as per infectious disease. There have been no changes or modifications to the dbs system.